Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced at least two different incidences, which were associated with separate units, involving an unknown number of patients. This is the first of two reports. Refer to 8030647-2018-00046 for the second report. It was reported that the flex tubing adapter fell off the catheter. It was very loose. Per additional information received on 5 feb 2018, the issue was noticed a "month or so ago" and it happened during use. The exact number of occurrences could not be provided. There were no patient injuries. No further information has been provided.